Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose subsequently decreased, value was not provided. The customer was hospitalized in the intensive care unit and treated with intravenous fluids of saline. The customer was released on (B)(6) 2025 with issue resolved and undefined brain injury and neuropathy in their hands and feet.